Manufacturer narrative:
(B)(4). Returned product evaluated with no defect found. (B)(4): user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-125mg/dl fasting. Verified test strips expire 01/25/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 182mg/dl and 165mg/dl. Reviewed meter memory: (B)(4). Customers concern: 221, 255, 172, 202mg/dl. Customer has a cold and took nyquil one night about two days ago. No recent changes in diet or exercise. Customer takes metformin (500mg) 2x/day.